Event description:
While the physician was implanting the interbody cage, a piece broke off. Both pieces were recovered from the patient. An x-ray was taken. No retained piece of implant noted on x-ray after visualization by physician.what was the original intended procedure?l5-s1 decompression, radical discectomy, arthrodesis and interbody fusion; l4-5, l5-s1 posterolateral arthrodesis and fusion with segmental fixation.device #1is this a laboratory device or laboratory test?no.